Event description:
It was reported that the patient was frequently charging the ipg. It was also stated that the ipg shut off unexpectedly. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted ipg will not be returned per facility policy.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.